Event description:
It was reported by customer that they had been experiencing for high blood glucose levels customer's blood glucose level was of 586 mg/dl at time of event and was given intravenous insulin drip while in the hospital. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.